Manufacturer narrative:
Added preexisting medical conditions. Updated results and conclusions code: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2010, as the first-stage procedure to treat a thoracic aortic aneurysm, total aortic arch replacement along with elephant trunk procedure was performed. On (B)(6) 2010, as the second-stage procedure to treat a thoracic aortic aneurysm, the patient underwent an endovascular procedure using gore® tag® thoracic endoprostheses (tgt3420/7206124, tgt4020/7403796). Prior to the procedure, a bare metal stent was implanted in the right external iliac artery. After the procedure, the patient developed paraplegia. It was reported that the patient was treated with medication and the physician started the patient on rehabilitation. On (B)(6) 2010, the patient was discharged. It was reported that the paraplegia remained. On (B)(6) 2010, six month follow-up examination showed that the paraplegia remained. On (B)(6) 2012, the patient expired due to renal dysfunction at a different hospital. It was reported that the renal dysfunction was not device- or procedure-related. No further information regarding the patient's death is available.